Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on cap with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: before opening the package of the intima-ii for puncture, the nurse found several obvious black spots on the pnr cap, so she replaced intima-ii for puncture.

Event description:
It was reported that prior to use foreign matter was discovered on cap with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: before opening the package of the intima-ii for puncture, the nurse found several obvious black spots on the pnr cap, so she replaced intima-ii for puncture.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7047028. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Evaluation of the submitted device was able to locate the identify the foreign material as a variable in the material of the sleeve stopper. We have notified our supplier of the event and will continue to track and trend for this issue.